Event description:
It was reported that the device was used during a laparoscopic nephrectomy. The clips were not forming correctly. The fully open clips fell out of applier into operating field. Another device was used to complete the case. There was no consequence to the pt.